Event description:
A pt had inefficient stimulation and increased pain. Increasing the amplitude was required, however, coverage was found to be inconsistent. Interrogation of the system revealed inconsistent impedance results. Electrode configuration was indicated as being continuous. The system was being used 24 hrs per day. The pt's lead was explanted and replaced. The pt recovered without sequela. Additional info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.